Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. During the week of (B)(4) 2014, rv pacing impedance was 909 ohms and gradually rose to 2187 ohms during the week of (B)(4) 2015. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that the right ventricular lead impedance increased steadily until it was high. The threshold was also noted to be high. The lead was cut during the revision procedure and the lead was replaced.